Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl2475 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported on (B)(6) 2016 by the healthcare professional, that leakage and swelling to the patient's arm had occurred as well as discomfort at the insertion site. It was reported that there may be damage to the PICC.